Event description:
The customer reported that the unit would not power up and they can hear rattling inside.

Manufacturer narrative:
(B)(4). Evaluation of the returned unit confirmed that the panel had loose screws inside. There was a burnt (shorted) area on the dc/dc pc board. The dc/dc pc board was replaced. The unit was serviced for both loose screws inside the unit and the panel cover screws. The service representative performed calibration and self-tests, and the unit met specifications. (B)(4).